Event description:
The customer contacted stryker to report that their device does not power on. This issue has the potential to either delay, or prevent, defibrillation from being delivered. There was no report of patient harm associated with the reported event.

Manufacturer narrative:
Stryker evaluated the customer's device and was able to verify the reported issue. The device is no longer repairable. The device was returned to the customer without repair. Due to character limitations section e1, initial reporter phone, was left blank. The initial reporter¿s phone number is (B)(6).